Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-13028. It was reported the patient experienced ineffective stimulation. X-rays revealed both of the patient¿s leads had migrated. To address the issue, the physician explanted and replaced both of the patient¿s leads.